Manufacturer narrative:
Philips investigated this complaint. Philips checked the system on site and confirmed that due to the defective emergency switch in the uninterruptible power supply (ups), there was failure to reconnect the philips x-ray system to main power supply after the emergency power test. The philips x-ray system remained connected to the ups as power source at the start of the procedure and subsequently ran out of battery power and shut down. As described in the instructions for use, when the philips x-ray system was shut down unexpectedly, the table movement was automatically unlocked. Philips concludes that the table worked as designed and within specifications. Philips also confirmed that the cable which connects the ups to the philips monitor was missing due to which the operators could not see the warning light (which would have indicated to the operators that the system was still connected to ups as power source) the customer was able to use the system after the ups was bypassed and a restart was performed. Schneider has replaced the ups. Philips confirmed that the system was returned to use in good working order. Schneider manufactures the ups and philips has informed schneider regarding the defective ups and resulting failure. Schneider has confirmed to philips that they have an ongoing investigation regarding this failure. Philips concludes that no malfunction of a philips device had occurred. Philips confirmed with the hospital that no patient or user harm had occurred. Consequently, philips has closed this complaint. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Final report philips investigated this complaint. Philips checked the system on site and confirmed that due to the defective emergency switch in the uninterruptible power supply (ups), there was failure to reconnect the philips x-ray system to main power supply after the emergency power test. The philips x-ray system remained connected to the ups as power source at the start of the procedure and subsequently ran out of battery power and shut down. As described in the instructions for use, when the philips x-ray system was shut down unexpectedly, the table movement was automatically unlocked. Philips concludes that the table worked as designed and within specifications. Philips also confirmed that the cable and the interface board, which connect the ups to the philips monitor were missing due to which the operators could not see the warning light (which would have indicated to the operators that the system was still connected to ups as power source) the customer was able to use the system after the ups was bypassed and a restart was performed. Schneider has replaced the ups¿s emergency switch. Philips confirmed that the system was returned to use in good working order. Schneider manufactures the ups and philips has informed schneider regarding the defective ups and resulting failure. Schneider has confirmed to philips that they have an ongoing investigation regarding this failure. Philips concludes that no malfunction of a philips device had occurred. Philips confirmed with the hospital that no patient or user harm had occurred. Philips has opened an investigation as a follow up for the noted complaint. It is to be noted that the following additional correction has been made in the emdr report: field h6. Device manufacturer's conclusion, conclusions- the investigation conclusion has been changed to c020703. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
Philips has received through the (B)(6) a report submitted by the (B)(6) (reference number 14651/19). In this report, it was reported: ¿from 06:00 to 06:30 an emergency power test was carried out on (B)(6) 2019 and the power was temporarily switched off. The ups took over the operation as intended, but did not switch back to the power supply due to an emergency switch. Due to a missing warning light, this was not known to the user. The mtra (radiographer) started the computers of the angiography system at 7:30 a.m. And started up the system. At about 8:00 a.m. The system went off completely without warning and at that moment a patient was transferred. By switching off the system, the table top was unbraked, freely movable. A fall of the patient could be prevented by the fast reaction of the mtras. The system could only be restarted after the ups had been bridged.¿ philips has initiated an investigation of this complaint.